Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 475cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including extremely painful to touch breasts, hardening of breasts, numbness on right breast, discharge from left areola, pain in right underarm, and a sensation of a lump in the right underarm. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 18, 2022, mentor became aware that the patient's capsular contractures were baker grade 2 on the left breast and baker grade 3 on the right breast. This medwatch form is for the left breast prosthesis.